Event description:
It was reported that after a user-initiated factory reset of the ilet, the dexcom g7 continuous glucose monitor (cgm) failed to pair with the ilet and remained in sensor pairing mode. Technical support guided the user to toggle the cgm selection between dexcom g6 and g7 and provided education on meal announcements every four hours to support algorithm adaptation. No reported symptoms. Outcomes included no adverse events and no hospitalization. Investigation included guided troubleshooting, cgm configuration toggling, and monitoring for reconnection. Investigation of this case revealed that the issue was limited to cgm pairing to the ilet, with the sensor remaining in pairing mode and pending user confirmation of successful reconnection. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved cgm-to-pump pairing issue following device reset, user workflow, or connectivity conditions.